Event description:
It was reported that the patient felt pain. Capture management was programmed off, but the patient still complained of discomfort during pacing at 3 am. The next step was to turn off chronic lead trend to see if that will help resolve the patient's symptom. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.